Event description:
The physician placed a percutaneous endoscopic gastrostomy feeding tube in a 78-year-old female pt, with medical conditions unk. Upon placement, the feeding tube was cut at the "x" marking in order to insert a j-tube; however, it was noted that the peg tube was occluded. The physician made an add'l cut down the feeding tube, but the remaining occlusion did not allow sufficient space for the j-tube to pass. Both devices were removed and replaced with another MFR's tube successfully. The pt is reported to be in satisfactory condition and no further complications occurred.